Event description:
It was reported that during daily routine check, the cs300 intra-aortic balloon pump (iabp) unit maintenance code required #5. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: event site telephone: (B)(6), event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pcb, iabp main board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit maintenance code required #5.

Manufacturer narrative:
E1 phone number due to character restrictions:(B)(6). A supplemental report will be submitted upon completion of our investigation.